Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having cancer in his right upper lobe and pneumonia. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having cancer in his right upper lobe and pneumonia. No medical intervention was reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Exterior investigation observed unknown dust/dirt contamination on all surfaces of base unit and humidifier base. There were unknown contamination spots that range from white to brown in color in areas. Both the dry box seals and humidifier flip lid seal are discolored. The humidifier tank displays mineral deposits and is cloudy in appearance. Internal investigation observed unknown dust/dirt contamination throughout the device internals. Slight dust contamination was observed in the blower and on the impeller. Observed sound abatement foam and bottom enclosure to have moderate unknown dust/dirt contamination. Sound abatement foam did not appear to have degraded and returned to original shape when compressed. Evidence of sound abatement foam degradation/breakdown was not observed in this device. It was also observed an unknown fiber contaminate on dry box and mineral deposits on bottom enclosure. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The device's event logs were downloaded and reviewed by manufacturer. One instance of error was logged. Investigator can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit but can confirm the presence of contamination in the airpath, likely from a source external to the device. Section d8, d9, h2, h3 and h6 has been updated.